Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured between january 22, 2015 ¿ january 23, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. It was observed that the infusion finished later than expected (33 hours instead of 24 hours). The pump has been filled with fluorouracil and natriumfolinat and a total fill volume was 112 milliliters. There was no patient injury or medical intervention associated with this event. No additional information is available.